Manufacturer narrative:
No definitive conclusions can be made at this time. However, it is likely that the application of excessive force during screw tightening resulted in the inner shaft tip breakage. A follow up medwatch report will be filed of the evaluation if the returned instrument reveals something other than that which is stated above.

Event description:
International affiliate reports the hexagonal tip of the instrument broke off in the head of the screw during spinal surgery. The broken tip remains lodged in the head of the implanted screw. There were no adverse consequences to the patient.